Manufacturer narrative:
Correction: h6 - adverse event problem/investigation conclusions code 11 removed.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effects of insufficient information, and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the adverse event without identified device or use problem could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI number is not known as the part and lot number were not provided. B3 - the date of event was estimated as 1/1/2012. Literature attachment: article, titled "safety and efficacy of arterial closure devices in an office-based angiosuite"

Event description:
This study evaluates the safety and efficacy of arterial closure devices (acds) used in arterial procedures between 2018 and 2023, comparing patient outcomes with data from 2012 to 2013. The study analyzed complications and success rates of various acds, including the angio-seal vip, mynx control, perclose proglide, celt acd, vascade mvp, and starclose se. The study observed a transition toward the preferential use of the angio-seal for diseased arteries, the mynx for smaller arteries, and the perclose only for nondiseased arteries. Results indicate a significant improvement in patient outcomes with the revised acd protocols. In response to the previous study¿s findings, the usage rate of the angio-seal increased, the mynx and perclose decreased, and both practices have stopped using the starclose and exoseal altogether, both devices had shown higher complication rates, especially in patients with calcified or smaller arteries. Complication rates for the angio-seal, mynx, and perclose were decreased significantly in this larger patient cohort after changes in clinical practice. Complications associated with starclose se from the previous 2012 to 2013 study included: unspecified complications and persistent oozing that impacted the rate of successful hemostasis. Complications associated with perclose proglide from the previous 2012 to 2013 study and the current 2018 to 2023 study included: unspecified complications, device related complications, device related transfer and unrelated death. Deaths within 30 days of the procedure occurred from the current study, but none of them were device related.specific patient information is documented as unknown. Details are listed in the article, titled "safety and efficacy of arterial closure devices in an office-based angiosuite".